Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 30 white reload involved with this complaint and completed the evaluation. A visual inspection was performed and the reload was found to have a broken cartridge. The broken piece measured approximately 0.377" x 0.149" in size was not returned with the reload. Functional testing was unable to be performed due to the returned condition of the reload. The root cause of this failure is attributed to mishandling or misuse. No image or video clip for the reported event was available for review. Log reviews confirmed that system (B)(4) was used on (B)(6) 2022 for a total colectomy procedure. The sureform 30 white reload (part# 48230w) was used on (B)(6) 2022 with 0uses remaining. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the sureform 30 white reload that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
The sureform 30 white reload was an incidental return included with returned material authorization (RMA) 300494160010 under related patient identifier (B)(6). There was no allegation made against this product. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.